Event description:
Information received by medtronic indicated that the insulin pump had blank display. Customer stated there was fluid under lcd display. No harm requiring medical intervention was reported. The customer will discontinue to use the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for an alleged blank display, exposure to moisture and cosmetic damage located at the serial number label found on 11-jun-2022. Insulin pump was received with a serial number label fading. The insulin pump powered up properly after battery installation. The insulin pump passed the self test and active current measurement. However, the insulin pump had a high sleep current measurement. Unable to perform the displacement test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to a constant pump error 43 alarm during the rewind test. The insulin pump was monitored for several hours and no blank display noted. Successfully downloaded history files and traces using thus. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specific range. Insulin pump was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to electrical board 1. However, corrosion was found the electrical board 1, electrical board 2, force sensor, motor and vibrator¿assembly noted. Slight corrosion was also found on battery tube assembly noted. The original electrical board 2 was cleaned, installed in a test electrical board 1, case, internal battery and motor. Powered the insulin pump on using the battery simulator and continued testing. The insulin pump failed the sleep current measurement. The original electrical board 1 was cleaned, installed in a test electrical board 2, case, internal battery and motor. Powered the insulin pump on using the battery simulator and continued testing. The insulin pump failed the sleep current measurement. The insulin pump had a high sleep current measurement due to corrosion on the electrical board 1 and electrical board 2. Pump error 43 alarm was recorded and found in the formatted history file on: 09/20/2022 pump error 130 alarm was recorded and found in the formatted history file on: 06/11/2022 14:00:02.000, 06/11/2022 14:00:32.000, 06/11/2022 14:02:03.000. No pump error 37, 38, 39, 41, 42, 79, 80 and 82 alarm on the formatted history file noted. Pump error 43 alarm and pump error 130 alarm were confirmed due to corrosion on the electrical board 1, electrical board 2 and motor assembly. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked battery tube threads, a scratched case and a cracked case behind the pump near the battery tube compartment. Cosmetic damage was confirmed at the serial number label. Blank display was not confirmed. However, unexpected battery power loss or replace battery alert/replace battery now alarm, pump error 43 alarm and pump error 130 alarm were confirmed. Unexpected battery power loss or replace battery alert/replace battery now alarm, pump error 43 alarm and pump error 130 alarm due to corrosion on the electrical board 1, electrical board 2 and motor assembly. During visual inspection, corrosion was found on the force sensor and vibrator¿assembly noted. Slight corrosion was also found on battery tube assembly noted. Insulin pump exposed to moisture was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.